Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: lumbar spondylosis. For which, patient underwent following procedures: l4-5 lumbar laminectomy. L4-5 posterior lumbar interbody fusion. Arthrodesis of facet joints and transverse processes l4-5. Posterior lateral fusion with pedicle screw instrumentation. Placement of morselized cancellous autograft and allograft l4-5. As per op-notes, ¿the 10-mm titanium cage with rhbmp-2 and morselized cancellous allograft were placed between the endplates of l4-5. This was then followed by placement of 6.5 x 50-mm pedicle screws at l4 and l5 bilaterally. Excellent position was confirmed with fluoroscopy and electrophysiologic monitoring. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.